Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation of cracked with flickering picture was confirmed due to a faulty charge coupled device (ccd). Additionally, other evaluation findings include the following: cracked ccd. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during preparation for use for an unspecified diagnostic procedure, this camera head was observed to had cracked with flickering picture. The problem did not cause a delay, did not affect the outcome of the procedure and did not required additional medical interventions. There were no error messages observed. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use for an unspecified diagnostic procedure, this camera head was observed to had cracked with flickering picture. The problem did not cause a delay, did not affect the outcome of the procedure and did not required additional medical interventions. There were no error messages observed. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.